Manufacturer narrative:
This incident occurred outside the u.s. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt was hospitalized from (B)(6) 2011 due to illness. On (B)(6) 2011 at 9:00 pm, blood glucose was 138 mg/dl. At 11:30 pm, pt was found unconscious and blood glucose was 20 mg/dl. Nurse reported the infusion device delivers too little insulin. At the time of the report, pt felt "fine." Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 115-125 mg/dl. F/u was completed with pt on (B)(6) 2011. He was in the hosp following 2 bypass operations and had difficulty speaking due to his wounds. Pt reported that he experienced 4 hypoglycemic events since his operations despite the basal rates being programmed to zero. Pt reported he "is quite sure that problem was caused by doctors in hospital." Pt provided additional f/u on (B)(6) 2011. Pt reported he suffered 4 strokes followed by unconsciousness and now has motor difficulties with his right arm. The infusion device was controlled in the hosp, and all parameters were programmed correctly. Infusion device was replaced and requested for eval. Additional info was not available.